Event description:
It was reported that the device had error code 42244. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. Error code 42244 was revealed in the event history log. Functional testing was unable to be duplicated; however, it was verified in the ehl. It was determined that the most probable cause is software based. The software was reloaded. The service history review had no indication that the complaint was related to a service of the device within the review period.